Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory this lead was returned complete. Set screw mark noted on the terminal pin. The lead body severely twisted approximately 6-27 cm from the terminal pin which most likely contributed to the dislodgment. The helix was extended in which tissue and body fluid/blood was noted on the helix. This lead passed the dc resistance measurement and hipot tests. The allegation of inappropriate shock delivered could not be confirmed through testing.

Manufacturer narrative:
--

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was thought to be due to twinddler's syndrome. An inappropriate shock was delivered. A different lead was implanted. No additional adverse patient effects were reported. The lead was out of service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.